Event description:
It was reported that the procedure was performed in an unspecified artery. The pressurewire x wireless guidewire did not connect with the pa (aortic pressure) failing to equalize. Another pressurewire x wireless was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. However, the device was noted to be expired. No additional information was provided.

Manufacturer narrative:
B3 - date of event/procedure estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.